Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, system was not in clinical use at the time of event. Analysis of the log file confirmed the malfunction indicating that the most likely cause of the event was frontal image processing pc (ippc) operating system disk. A third-party personnel inspected the system onsite and during troubleshooting found that the image processing pc(ippc) image disks were not working properly. The image store was recreated which temporarily resolved the issue. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been implemented (ippc disks were replaced) at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that image disk was full no free space. No harm was reported to philips. Philips has started an investigation of this complaint.